Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600system, the failure mode was identified as use error as the customer loaded reagents incorrectly, and an old calibrator disc was in use. Additionally, the field service engineer cleaned the ise module and replaced the sodium electrodes to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
Customer reported the generation of erroneous tbil (total bilirubin) result and ise (ion-selective electrode) failed calibration on the customer¿s dxc 600 pro. The erroneous results were reported out of the laboratory; however, there was no report of a change in patient treatment or injury.